Event description:
A power-on-reset (por) condition was reported on the pt's device after a security wand was used on him at the airport. The device shut itself off several days after. He had a return of symptoms and when device was checked with pt programmer, it showed two por conditions had occurred. He had noticed the return of symptoms near the return of his trip to ca and noticed the por shortly after he came home. The pt was then reprogrammed and 1.5 days later, another por condition occurred while walking his dog. He lived in a rural area and was retired. The pt had no known exposure to new technology and did not work with heavy machinery or welding equipment. Impedance measurements were in normal range. Follow-up info from the physician indicated the event was related to the device being turned off. No pt injuries were reported.

Manufacturer narrative:
(B)(4)